Manufacturer narrative:
H3. Device analysis is pending. However, there was no reported malfunction of the phenom catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure, a pipeline flex embolization device was used to treat an unruptured saccular aneurysm in the internal carotid artery. The tip of the ped2-500-14 device did not fully expand, and a subsequent attempt with the ped2-500-16 device also resulted in incomplete tip expansion. The physician attempted balloon angioplasty to expand the device, but it was unsuccessful. An enterprise stent was ultimately deployed to assist in fully opening the pipeline, completing the procedure. Post-procedure, the patient experienced aphasia and an inability to move their right hand. Dual antiplatelet treatment was administered, and angiographic results showed the front end of the ped2-500-14 was not fully expanded. The patient's condition is gradually improving. Additional information received reported during the procedure; the physician used a pipeline flex embolization device. However, the tip of the ped2-500-14 did not fully expand. There was a vessel bend slightly below the position where the pipeline was deployed. The first ped2-500-14 was used to attempt resheathing. Later, ped2-500-16 was used to attempt resheathing, wire massage, and balloon techniques.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that an echelon catheter was not used during this procedure. The second pipeline (ped2-500-16) device also had an incomplete opening issue at the distal end. The physician subsequently used an enterprise stent to cover and fully deploy the pipeline. Therefore, the ped2-500-16 was implanted in the patient.

Manufacturer narrative:
The pipeline flex shield pushwire and phenom 27 catheter were returned for analysis. The pipeline flex shield braid was not returned for analysis. Therefore, any contributing factors could not be assessed. The pushwire was returned within the phenom 27 catheter. The pushwire was extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. The total and usable lengths of phenom 27 catheter were measured to be within specifications. The pushwire was pushed out from catheter lumen without any issue. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Based on the analysis findings, the pipeline flex shield could not confirmed to have failure/incomplete open at distal as the braid was not returned for analysis. However, the root cause could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. No defect was found with returned phenom 27 catheter and pipeline flex shield pushwire. No resistance was observed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that an echelon catheter was not used during this procedure. The second pipeline (ped2-500-16) device also had an incomplete opening issue at the distal end. The physician subsequently used an enterprise stent to cover and fully deploy the pipeline. Therefore, the ped2-500-16 was implanted in the patient.